Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) observation, the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The reprocessing technician performed all manual steps, however, missed prechecking the distal end flushing adapter. All other cleaning steps were performed correctly or with the use of the veriscan, and the scope buddy plus. The device was sent to an independent laboratory for destructive sampling and culturing which took place on december 7, 2022. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. Growth was recovered from one (1) of the twelve (12) sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified sphingomonas mucosissima (high concern). However, it was possible to recover staphylococcus epidermidis (low concern) from the endoscope channel sample. It was unknown if the staphylococcus epidermidis was the same strain without deeper analysis. The device was returned to an olympus for evaluation after destructive sampling and culturing. A visual inspection was performed on the received device. The forceps elevator mechanism was missing and bending cover was partially removed. A borescope was used to inspect the condition of the biopsy and suction channel. The borescope was inserted into the biopsy channel from the opening at the distal end. Upon inspection, light surface scratches and minor kinks were found on the wall of the biopsy channel. The borescope was inserted further, and light scratches were found throughout the remainder of the biopsy channel. The borescope was removed and reinserted into the suction cylinder to inspect suction channel and connecting tube within the body control unit. Once the borescope was inserted towards the suction channel, a white residue was found on the stainless-steel portion of the suction cylinder and there were scratches on the suction channel. Minor kinks were found along the walls in the connecting tube. There was no foreign material found within the scope. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays observed during the end of endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of reprocessing. Sphingomonas mucosissima is a gram-negative bacterium of environmental origin. It has been isolated from soil crusts from the colorado plateau in the united states and later also detected in natural water systems. Staphylococcus epidermidis is a gram-positive bacterium, and part of the normal human skin microbiota, and less commonly the mucosal microbiota. Based on the sponsor¿s literature research, neither sphigomonas mucosissima (high concern) nor staphylococcus epidermidis (low concern) has so far not been described in literature as being associated to contamination or patient infection related to ercp. Sphingomonas mucosissima is identified as a high concern organism per the olympus protocol, though not per the food and drug administration (FDA) definition. It is of environmental origin and originates from the environment, i.e. Waters in proximity of the study site. Next to the high concern organism, the original sampling at the study site identified another low concern organism of human origin, which is not related to the patient. This microorganism could be confirmed during destructive sampling, however with no confirmation of it being in fact the same strain. The root cause of the issue could not be conclusively specified. Both identified organisms are of water and human skin yet non-patient origin. The contamination observed may have not been related to previous patient use but most likely had been attributed to the reprocessing process, sampling and / or culturing process. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for fifteen (15) colony forming units (cfus) of sphingomonas mucosissima and staphylococcus epidermis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.